Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
The customer's wife is calling on behalf of the customer. The customer feels that the results he is getting from the meter are reading too high. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 100-150mg/dl fasting. Verified the strips expire 1/31/2019. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 234mg/dl and 260mg/dl fasting. Reviewed meter memory: (B)(6). The customer is concerned with this result: 193 mg/dl on (B)(6) 2016 at 8:29 pm. The customer is taking medication to control his diabetes (insulin). The customer has not made any recent changes in his diet, exercise regimen, and medication.